Event description:
Independent repair center: customer alleged alarming/red light and the key failure clamp is leaking. No other information provided. As stated on the independent repair statement: customer alleged low o2/yellow light and the key failure clamp is leaking.